Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had lower heart rate then programmed and there was no pacemaker activity. It was noted that the right ventricular (rv) lead exhibited loss of capture. It was noted that the physician thought the lead had dislodged or fractured. The lead warning was triggered. The device was extracted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.